Event description:
Information received with return of the explanted device does not address teh patient's clinical status but notes an insulation anomaly, possibly sustained as a result of friction with another device.